Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) with clip placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the sheath was removed from the device and advanced down the scope. The clip was able to open and close within the patient; however when the clip grasped and locked onto tissue it would not release from the catheter to deploy. No damaged was noted with the device or its packaging prior to use. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly mashed onto the bushing and could not be deployed from the catheter. The clip prongs could not be opened or closed, and were locked into the capsule. The over sheath was missing. There was a kink noticed in the control wire. The cross pin and the control knob were found detached from the control knob. The complaint that the clip failed to release from the catheter was confirmed. This failure likely occurred due to anatomical/procedural factor such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) with clip placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the sheath was removed from the device and advanced down the scope. The clip was able to open and close within the patient; however when the clip grasped and locked onto tissue it would not release from the catheter to deploy. No damaged was noted with the device or its packaging prior to use. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.